Event description:
It was reported to kendall in a letter from pt's family member, that a nursing student, received needlestick after "a used needle "popped" from the sharps box while they attempted to operate the box and dispose of the spent needle". No sample, no lot number.